Event description:
On 07/16/2025, a sales representative reported via (B)(4) that an ar-9597-20 angled reamer sleeve was cold-welded with an ar-9676 angled reamer and no longer works. This was discovered after the case. There was no adverse effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the device is stuck with the mating part. Damage on the edges around the device, nicks on the shaft, a cracked collar, and abrasion marks on the base of the angled reamer of the angled reamer sleeve, 20° were observed. Functional testing was not performed because the mating part was stuck in the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufacturing date 2020.